Event description:
It was reported that the patient experienced an intra-operative greater trochanter fracture related to the procedure. Two additional cables were implanted and the surgery completed without further complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review identified the following: an initial tha was performed. It was noted the surgical technique was used, however an intrao-op greater trochanter fractured occurred and was corrected with 2 cables. Images provided are post-op and likely would not enhance the investigation of intra-op fracture allegation. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.